Event description:
During a benign prostatic hyperplasia procedure, it was reported that the fiber presented a rupture in its extension. The fiber was being used at 152,340j and 23:58 minutes, when the physician noticed that ¿there was an explosion¿ near from where he was handling the fiber, outside the patient. The medical personnel was using personal protection equipment (ppe); therefore, there was no injury due to compliance with the safety protocols. Another of the same type of fiber was used to complete the case without clinical consequences to the patient.

Manufacturer narrative:
Description: updated to include user facility interpretation of the word "explosion".

Event description:
During a benign prostatic hyperplasia procedure, it was reported that the fiber presented a rupture in its extension. The fiber was being used at 152,340j and 23:58 minutes, when the physician noticed that ¿there was an explosion¿ near from where he was handling the fiber, outside the patient. It was clarified that "explosion" meant to describe a strong green light being dispersed from the fiber body. The medical personnel was using personal protection equipment (ppe); therefore, there was no injury due to compliance with the safety protocols. Another of the same type fiber was used to complete the case without clinical consequences to the patient.

Manufacturer narrative:
Analysis of the returned device revealed the fiber tip exhibits no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The observed fiber damages (glass/metal cap not aligned, loose cap, and slight melting) are likely due to glue failure due to heat accumulation. Based on the device analysis, the alleged product complaint "fiber rupture in its extension" could not be confirmed as no break/fractures were identified along the fiber body or tip. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.